Event description:
It was reported that the ultra fast-fix suture fell out when trying to insert t2. A backup device was used to complete the procedure. All ts were removed fro the patient and no patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. Depth limiter has been removed from the assembly and was not returned. No suture or ts were returned for evaluation. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time. (B)(4).